Event description:
Customer reported a malfunction alarm, which occurred at least three times on their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was still under warranty and arranged for a replacement. Customer was instructed to place the current pump in storage mode before returning it to tandem using a pre-paid label. Customer acknowledged all instructions and continued using the current pump until the replacement arrived.